Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the reverse trigger on the compact air drive device was not working. During service and evaluation, it was found that the reverse locking mechanism was blocked. It was noted that the reverse triggers and press pin were both jammed. It was also noted that the device failed pre-repair diagnostic tests for reverse locking mechanism assessment, untrue running, excessive noise, power with the test bench, starting behavior, and lubrication. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.